Event description:
The customer obtained discordant results on two samples from the same patient using vitros tsh reagent on a vitros eciq system. The two samples were processed approximately one week apart. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The physician questioned the results when the second result did not confirm the initial result. There were no allegations of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The investigation concludes that discordant results were obtained on two different samples from the same patient that were collected approximately a week apart. The definitive root cause for the discordant results could not be determined. There was no evidence to suggest the vitros tsh reagent or the vitros eciq analyzer were not operating as intended, or that the vitros tsh results obtained from the vitros eciq at the time of the event were inaccurate. Pre-analytical sample mixup cannot be ruled out as a potential root cause. It is unknown if either tsh result was repeatable as neither sample was still available for testing. The customer has observed no additional occurrences of discordant tsh results. The root cause is unknown.